Event description:
The initial reporter stated they have an issue with the cobas infinity software. The cobas infinity software is not correctly processing test results received through the driver 281.1 from the urisys instrument. When a decimal result is received (e.g. 1.005), the cobas infinity software processes and saves the result, removing the decimal point, which results in an integer result (e.g. 1005).

Manufacturer narrative:
The investigation determined that the support of the cobas inifinity version 1.2.x used by the customer ended on (B)(6) 2019. The driver version used by the customer was retired on (B)(6) 2019. The reported allegation could be reproduced for the retired driver version and the cobas infinity version used by the customer. When using the supported versions (cobas® infinity version 3.03.11 and commserver driver u2400v3 version 3.0.0.5), the results were correctly processed and saved in decimal formal. The investigation did not identify a product problem. It was not possible to reproduce the reported issue with the currently available version of the driver.